Manufacturer narrative:
The problem was discovered at the biomedical workshop. Functional testing indicated that the speaker produced no sound and the speaker was defective. Replacement parts were ordered and shipped to the customer site. Reporter information: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.